Manufacturer narrative:
The device was not returned and a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a f38 alarm (malfunction in tube misloading detection circuitry). It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.